Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had turned her stim off the other day and she was trying to turn it on the day of this call. Patient saw power on reset (por) message. It was reviewed with patient that she had to follow up healthcare provider (hcp) because she was getting the warning por. No patient symptom or harm were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.